Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a fall on (B)(6) 2023 but response and awareness was observed to present. However, further technical checks were done on 26-oct-2023 resulting in affected channels. Further technical checks are considered. X-ray imaging was suggested to be performed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported trauma appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further checks by the clinic are considered.

Event description:
The recipient had a fall on (B)(6) 2023 but response and awareness was observed to present. However, further technical checks were done on (B)(6) 2023 resulting in affected channels. Further technical checks are considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported trauma appears likely. In addition, the electrode array partially migrated out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further checks by the clinic are considered.

Event description:
The recipient had a fall on (B)(6) 2023 but response and awareness were observed to be present. However, further technical checks on (B)(6) 2023 resulted in affected channels. Further technical checks are considered.